Manufacturer narrative:
Customer (entity) name is listed as (B)(6) however this complaint belongs to the (B)(6).

Event description:
It was reported that tubing leaked normal saline 0.9% at the upper fitment. There were no obvious visible cracks, tears, or separations. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: y313064, exp: jan21, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that tubing leaked normal saline 0.9% at the upper fitment. There were no obvious visible cracks, tears, or separations. There was no patient harm.

Event description:
It was reported that the tubing leaked (ns) normal saline 0.9% at the upper fitment. There were no obvious or visible cracks, tears, or separations. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Correction; (female). The customer¿s report that the tubing leaked was confirmed based on visual inspection and functional testing. A tear was observed on the silicone segment at the engagement area to the lower fitment. Testing confirmed a leak from the tear during re-priming. The set was inspected for kinks, holes/tears in the tubing or damages to the components. No other obvious damages or issues were observed. The root cause of the damage was not identified. Although the root cause could not be definitively determined, previous investigations have shown that this damage may be a pre-existing condition of the silicone raw material, or can occur during manufacturing, set loading or as a result of excessive stretching or pulling of the tubing during use.